Manufacturer narrative:
Citation: feller c.n., awad a.j., nelson m.e.s., ketchum n., pahapill p.a. 2021. Low rate of intrathecal baclofen pump catheter-related complications: long-term study in over 100 adult patients associated with reinforced catheter. Neuromodulation 2021; e-pub ahead of print. Doi:10.1111/ner.13412 b3: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID 8637 lot# serial# unknown implanted: explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Citation: feller c.n., awad a.j., nelson m.e.s., ketchum n., pahapill p.a. 2021. Low rate of intrathecal baclofen pump catheter-related complications: long-term study in over 100 adult patients associated with reinforced catheter. Neuromodulation 2021; e-pub ahead of print. Doi:10.1111/ner.13412 summary: this is a retrospective study of a prospectively maintained database consisting of patients who had undergone implantation of itb pump systems with ascenda (medtronic, minneapolis) catheters from 2013 to 2020. Over this seven-year period, 141 patients underwent itb pump system implantations; 126 of which had a minimum of one year follow-up. The average age of these patients was 51 years with 63% males. Spasticity was due to spinal cord injury (38%), traumatic brain injury (15%), cerebral palsy (13%), multiple sclerosis (11%), stroke (10%), and other (13%). Reported events: one male patient had two revision surgeries due to repeated catheter occlusion. The patient either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. One male patient had two revision surgeries due to two different catheter fractures. The patient either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. One female patient had a catheter occlusion resulting in revision. The patient either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. One female patient had a catheter disconnection at the catheter pump interface resulting in revision. The patient either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. One female patient had kinking/occlusion of the catheter resulting in revision. The patient either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. Two male patients had revision surgery due to a catheter occlusion. The patients either experienced withdrawal symptoms, had higher than expected residual volumes on refill, or demonstrated worsening spasticity despite escalating dose of baclofen. Four pump systems required removal due to infections related to skin wounds. One patient had their pump removed because of lack of benefit at less than 12 months. See attached literature article.